Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No lot number or product evaluation sample is available, a detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. There are two devices associated with this product complaint, a separate FDA form 3500a has been generated. (B)(4).

Event description:
The end user reported that the wafer was difficult to remove, resulting in a red rash to the skin under the mass and below the stoma. According to the end user, the wafer had been applied and the rash occurred within one day. There were no reports of the patient being harmed as a result of this malfunction.